Event description:
It was reported that the user experienced multiple restart alerts and elevated blood glucose while using the ilet, with device history showing alert 38 indicating a motor stall; the user changed all infusion supplies multiple times and continued therapy after troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and continued device use without further issue. Investigation included review of device alarm history and user troubleshooting, including full supply replacement and verification of setup parameters. Investigation of this case revealed a consecutive stalled motor alert consistent with an insulin delivery interruption associated with the pump motor function, with no additional contributory device component identified and no lots available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of returned product and unavailable lot information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.